Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the pt with this pacemaker had rates observed in the 30ppm range. The pt was recently implanted and is pacemaker dependant. Technical services stated vvi 30 sounds like the back up rate for an intrinsic amplitude test. The caller stated they would investigate this further. The caller also questioned oversensing and loss of capture with the automatic capture feature, however, this observation was not proven at the time of the call. Based on the available information, no changes to the pacing system were made. Should additional information become available, this report will be updated.